Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6). An event regarding a dislocation involving an all poly constrained insert 58mm was reported. The event was not confirmed. A device history review confirmed all devices that were accepted into finished goods conformed to specification. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as patient medical records have x-rays are needed to complete the investigation for determining the root cause.

Event description:
Components were explanted due to dislocation.

Event description:
Components were explanted due to dislocation.